Manufacturer narrative:
Event took place in (B)(6). Currently the data available is poor. As soon as we will receive an update a supplemental report will be sent in to the agency.

Event description:
Irn# (B)(4). Tentative summarizing translation from initial reporter¿s narrative: "woman planned for elective cesarean section. Bmi 38 (at the beginning of pregnancy), 150cm long, sharply swaying back. Spinal anesthesia in a sitting position with an angled operating table to optimize that the patient bends his back. Difficult to palpate vertebrae due to obesity and dumb, strong skin. Introducer is introduced without remark. Introduction of spinal sprotte pencil point 25g, 90mm takes place against slightly elevated but constant resistance, gets a "loose" and removes the mandrel to see if liquor exchange, which does not happen. Insert the mandrel again and insert the spinal needle further, the same resistance and now bottoms with the needle in its full length but feel as a contact in depth as in bone contact. Removes mandrang again and looks for liquors, no backflow. The needle gently reverses while checking for liquids. The same tough, constant resistance as with the insertion and when backed 0.5-1 cm, the resistance suddenly releases and the spinal needle brakes inside the patient's back. Has contact with the remaining needle pieces in the introducer, unclear whether in the lumen of the introducer or if the tip touches the broken tip. Unfortunately, the broken piece does not come out and it cannot be palpated in the skin plane. Trying to visualize the needle with ultrasound but it will not be found. The needle parts is removed via surgery. The product with its various parts is saved."

Manufacturer narrative:
Event took place in sweden. Based on risk assessment and clinical assessment this file is considered as closed.

Event description:
Irn# (B)(4), tentative summarizing translation from initial reporter´s narrative: "woman planned for elective cesarean section. Bmi 38 (at the beginning of pregnancy), 150cm long, sharply swaying back. Spinal anesthesia in a sitting position with an angled operating table to optimize that the patient bends his back. Difficult to palpate vertebrae due to obesity and dumb, strong skin. Introducer is introduced without remark. Introduction of spinal sprotte pencil point 25g, 90mm takes place against slightly elevated but constant resistance, gets a "loose" and removes the mandrel to see if liquor exchange, which does not happen. Insert the mandrel again and insert the spinal needle further, the same resistance and now bottoms with the needle in its full length but feel as a contact in depth as in bone contact. Removes mandrang again and looks for liquors, no backflow. The needle gently reverses while checking for liquids. The same tough, constant resistance as with the insertion and when backed 0.5-1 cm, the resistance suddenly releases and the spinal needle brakes inside the patient's back. Has contact with the remaining needle pieces in the introducer, unclear whether in the lumen of the introducer or if the tip touches the broken tip. Unfortunately, the broken piece does not come out and it cannot be palpated in the skin plane. Trying to visualize the needle with ultrasound but it will not be found. The needle parts is removed via surgery. The product with its various parts is saved."